Event description:
It was reported that the user experienced high blood glucose after having the ilet pump off for most of the day during an MRI and not using alternative therapy, after which the pump was reconnected and confirmed to be functioning. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no hospitalization and completion of troubleshooting and education, with guidance that normal glucose levels should resume as insulin delivery continued. Investigation included user interview and device function verification through troubleshooting. Investigation of this case revealed no device malfunction, with hyperglycemia attributable to user disconnecting from ilet and not reverting to alternative therapy. It was concluded, based on previously established findings for similar reports, that the cause was user-related therapy interruption.